Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that a ¿no water¿ alarm/message occurred during the operation of a fresenius 2008t hemodialysis (hd) machine. The biomed stated there was no patient involvement associated with the event. The ts specialist provided some troubleshooting tips for the biomed, and no additional information was provided in the initial reporting. Further details were provided upon follow-up with the biomed. The biomed reportedly found blackening (or burn marks) on the actuator board. The biomed was able to resolve the reported issue by replacing the actuator board. There was no burning smell noted. The biomed also confirmed there were no signs of any smoke, sparks, or flames. No damage was identified on any other components. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated there were approximately 30,000 hours on the machine. After the repair was completed, the biomed stated the machine was returned to service. The damaged actuator board was not available to be returned for evaluation as it was reportedly discarded. Photographs of the faulty part were also unavailable.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported complaint has been confirmed.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that a ¿no water¿ alarm/message occurred during the operation of a fresenius 2008t hemodialysis (hd) machine. The biomed stated there was no patient involvement associated with the event. The ts specialist provided some troubleshooting tips for the biomed, and no additional information was provided in the initial reporting. Further details were provided upon follow-up with the biomed. The biomed reportedly found blackening (or burn marks) on the actuator board. The biomed was able to resolve the reported issue by replacing the actuator board. There was no burning smell noted. The biomed also confirmed there were no signs of any smoke, sparks, or flames. No damage was identified on any other components. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated there were approximately 30,000 hours on the machine. After the repair was completed, the biomed stated the machine was returned to service. The damaged actuator board was not available to be returned for evaluation as it was reportedly discarded. Photographs of the faulty part were also unavailable.